Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box data and alarm history showed consecutive cs054/cs052/cs012 alarms occurred. During testing, the ez-prime steps were performed correctly with no cs 012 alarms or other warnings occurred. Further testing was not able to be performed due to an unresponsive audio bolus button. The pump¿s cover was removed and no intermittent condition was found to the cgm module or the printed circuit board (pcb). The complaint of cs 012 call service alarm issue was unable to be adequately investigated due the audio bolus button failure.